Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Consumer implanted for occipital neuralgia reported that only ¿two electrodes were working, number three and number four, and I don¿t how they became loose.¿ there were no falls or traumas reported related to this issue. The consumer stated this was discovered at their healthcare provider (hcp) appointment, and the manufacturer¿s representative told them ¿they needed to see their doctor to get them reattached.¿

Manufacturer narrative:
Additional review determined that (B)(4) no longer applies to this event.

Event description:
Additional information received from the consumer reported as a result of only two electrodes working their settings weren't working and they had the sporadic ability to sense stimulation based on position of their neck/head. The consumer also experienced a significant increase in the frequency and intensity of their pain. The consumer had an appointment scheduled for (B)(6) to discuss only two of the electrodes working, to troubleshoot, and to discuss possible reattachment of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.